Event description:
During index procedure the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid circumflex and one endeavor sprint rx drug-eluting stent implanted to the 1st obtuse marginal. Approximately 4.5 months post index procedure the patient was rehospitalized and re-ptca was performed (target lesion). Reason for re-ptca was restenosis, ballooning was performed successfully. The investigator indicated that the reported event was possibly related to the study device. Approximately one month post re-ptca patient death occurred. Cause of death cardiac (cardiogenic shock) the patient had been rehospitalized due to valvular aortic replacement and cardiogenic shock occurred after surgery. The investigator indicated that the reported event was unrelated to the study device. Ref MFR # 9612164-2012-00204, 9612164-2012-00205.

Manufacturer narrative:
(B)(4): evaluation results - inherent risk of procedure (death/shock).